Event description:
The customer reported one (1) set,vented, 2y, clearlink (B)(4), pump, that is missing the roller clamp. The observation was noted before use. There was no patient involvement, medical intervention or patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent an actual sample for an evaluation. A visual inspection confirmed a missing roller clamp. A batch review was performed on the reported lot with no deviations found. A labeling review was performed and instructions are printed on each individual packaging, available to user, accurate and sufficient. The reported problem is not related to instructions. Similar reports have been received for the reported problem. The root cause investigation is in progress. The cause of the reported condition has not been identified.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.